Manufacturer narrative:
Model number/catalog number: 720185-01, batch/lot number 0144630008 model/catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced pumping issues with an inflatable penile prosthesis (ipp) due to pump not refilling when squeezed. A replacement surgery was performed, leaving the reservoir deactivated inside the patient. The patient had not cycled the device for a long period of time and the valve was dry. No patient complications noted.